Manufacturer narrative:
Date of event (B)(6) 2020. Date of report: 24apr2020.

Event description:
The customer reported a ventilator with a touchscreen failure. The manufacturer's field service engineer (fse) confirmed the reported problem. There was no patient involvement. The fse replaced the touchscreen assembly to address and correct the reported condition.

Manufacturer narrative:
G4: 28jul2020. B4: 04aug2020. The touchscreen assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the touchscreen revealed no signs of physical damage and contamination. The touchscreen was installed into the fi test ventilator in an attempt to duplicate the reported problem. From testing, it was determined that the test ventilator utilized with the returned touchscreen failed resistance ratio testing. The pins designated as ul_lr and ur_ll on the touchscreen assembly were found to be out of resistance specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.